Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician elected to replace the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician elected to replace the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
.